Event description:
It was reported that during da vinci-assisted nephrectomy surgical procedure, the customer contacted intuitive technical support engineer (tse) to report that the surgeon kept losing control of the universal surgical manipulators (usm). Tse reviewed the logs and found no errors. The surgeon stated that he would have control of the usms and then use the master clutch to reposition the surgeon side console (ssc) master tool manipulator (mtm). When attempted to take control of the usms, the surgeon wasn't able to. The surgeon then passed all the control to the other ssc and then back to his ssc and still had issues taking control of the usms. The other ssc had no issues. The surgeon was able to get control back and use the master clutched again to adjust the mtm and couldn't get control of the robot mtms. The surgeon moved to the other ssc to finish the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse attached instruments and used the clutch for the master tool manipulators (mtm). No issues were found with establishing control after using the clutch. System tested and verified as ready for use. The complaint was not confirmed based on field evaluation.